Manufacturer narrative:
A ge representative evaluated the system and replaced the video control board. The system operates as intended.

Event description:
The customer reported the monitor went dark without displaying an error. No patient injury was reported.